Event description:
It was reported that during the procedure, in a heavily calcified lesion of the rca, the device would not cross the lesion. After several unsuccessful attempts to advance the device, the procedure was completed. It was noted that during the clean-up and device inventory, that the stent had become dislodged. It was further reported that the procedure was reopened and the stent was noted to remain in the proximal right coronary. During the second attempt to cross the lesion with a guide wire, the balloon dislodged the stent and it migrated to the mid-right coronary. It was reported that the patient's vessel shutdown and the case was aborted. The patient was placed on a heparin drip.